Event description:
It was reported that when using the bd pyxis medstation system the patient order was not crossing over. The customer stated that this malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that 1 order was not showing. The technical support specialist assisted to check the order under ordered tab, which was on patients setting to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.